Event description:
The customer reported being in the emergency room with diabetes keotacidosis and high blood glucose of 576mg/dl, and she was treated with an insulin drip. The customer mentioned having issues with the cannulas being bent when they were removed. Explained to customer about improper seating and cannula being too long for body site or location. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.